Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies was returned for normal battery depletion. During analysis it was determined the battery prematurally depleted.